Manufacturer narrative:
UDI: (B)(4). The reporter¿s complete address was not provided. Concomitant med products and therapy dates: compact speed reducer device, (B)(6) 2019. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the torque of the motor device was low while being used to make a hole. It was further reported that the torque fell when it was used for a puncture. It was reported the device was used together with the compact speed reducer device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 11/20/2019 to 11/21/2019. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device had a liquid leak. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.